Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the back, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash and redness underneath sensor pod area only. There was no treatment information. The patient used over the counter medidermas as barrier product and it helped to minimize or prevent the skin reaction. It was reported that the rash seemed ot have spread down the patient's leg and onto her feet. Multiple attempts were made to gather additional information but contact was unsuccessful. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.